Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the lead was completed on (B)(4) 2013. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The outer tubing is abraded open. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator was completed on (B)(4) 2013. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications.

Event description:
Review of the decoder spreadsheet from the returned generator showed that the lead impedance changed from 2066 ohms to >20,000 ohms on (B)(6) 2013, the day after explant. Lead impedance with the old generator and lead was normal on the day of explant.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR omitted impedance information from the decoder from the returned generator. This report is being submitted to correct this information.

Event description:
An implant card was received indicated that the patient underwent generator and lead replacement due to battery depletion, lead discontinuity, other - failed electrode. Surgical notes indicated that during generator replacement for battery depletion a break in the lead insulation was observed and that the lead was also replaced. It was noted that diagnostics were within normal limits with the new generator and new lead. The generator and lead were returned to device manufacturer for analysis on (B)(4)2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead and generator confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The physician reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to a lead break.